Event description:
Date of event unknown. The user reported that the infusion set leaked at the safety clamp connection during a cytotoxic infusion. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The set is not expected back as the customer has discarded it due to cytotoxic content.

Manufacturer narrative:
(B) (4). (B) (4). Lot history review shows that no quality issues were identified during the production build.